Event description:
The device was used during a dpc procedure. Reportedly, the suture broke while the surgeon was tying the knots. No pt injury was reported.

Manufacturer narrative:
12/11/1997-supplemental report #1 submitted to FDA.